Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No device history review (DHR) is not applicable or relevant due to the device manufactured date. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in fair condition. The evaluation was performed, and the reported issue was confirmed. Installed test disposable and powered on unit. Device powered up and circulated water. Removed front cover and investigated further. Found lcd display had missing segments and found reported issue due to faulty circuit board. The root cause of the reported issue was unable to be determined. No further actions were required.

Event description:
It was reported that the device had a bad liquid crystal display (lcd). No patient injury was reported.